Event description:
The customer reported the system displayed a precharge error and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep evaluated the system and determined the batteries needed to be replaced. The batteries were placed on order, and the customer will replace them. No further repair info was reported.